Event description:
It was reported that during a colectomy procedure, the clips were malformed. Another device was used to complete the case with no patient consequence. No more details available.

Event description:
It was reported that during a sleeve gastrectomy procedure, after the device completed the firing the device was handed to the back table and they could not get the device open to reload the device. The device was not on tissue. Another device was used to complete the case with no patient consequence. (B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one long60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.